Event description:
I had a miniarc sling inserted during cystocele/rectocele procedure. I am experiencing cramping pain, little bleeding off, constant discomfort, burning and painful sexual intercourse. Reason for use: bladder prolapse.